Event description:
It was reported that the insulin pump gave a motor error alarm during a fixed prime delivery. It was reported that the alarm has occured more than once in a 30 day period. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the customer's father requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm was noted. The motor passed the motor test.